Manufacturer narrative:
Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an initial stroke on (B)(6)2017. No treatment was provided. The patient had residual effects and was altered from baseline: staring into space, tearful, and complaining of headache.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.